Event description:
It was reported that the catheter's perfusion port was cracked, and the temperature subsequently increased and ablation could not be performed. During a procedure, an intellanav stablepoint open-irrigated was used. A crack was observed in the catheter's perfusion port resulting in perfusion being unable to be done. Subsequently, the temperature increased and ablation could not be performed. Another of the same device was used, and the procedure was completed successfully with no patient complications. The device has been received and analyzed.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported events of temperature cath-poor temperature control - higher than expected and tubing set damaged/defective were confirmed. Visual inspection found that the shaft was partially detached. The investigation concluded that the problem found was traced to the design specification. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: upon receipt at boston scientific's post market laboratory, the intellanav stablepoint open-irrigated was visually inspected, and it was found that the irrigation extension tubing was partially detached/separated from the luer fitting at the adhesive joint. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a review of the intellanav stablepoint open-irrigated risk documentation was completed and confirmed that the events of temperature cath-poor temperature control - higher than expected and tubing set damaged/defective were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause traced to device design, as the problem found was traced to the design specification.

Manufacturer narrative:
The device has not yet been evaluated. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter's perfusion port was cracked, and the temperature subsequently increased and ablation could not be performed. During a procedure, an intellanav stable point open-irrigated was used. A crack was observed in the catheter's perfusion port resulting in perfusion being unable to be done. Subsequently, the temperature increased and ablation could not be performed. Another of the same device was used, and the procedure was completed successfully with no patient complications. The device has been received, pending analysis.